Event description:
Manufacturer's reference number (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. According to the photographic evidence, the fork was cracked with missing particles due to the welding issue which could potentially result in a detachment of the fork. The device is used for examination at the maternity care. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, the light is from 2019 hence with the latest process of assembling concerning the fork (welding). The mechanical strength of the bracket is conforming to the specification requirements iec 60 601-1 ed.3 (file cre 14-199 and complementary test cre 14-220). Here the crack observed is probably due an overload and the force applied must have been very high. This crack is the result of a misuse. In the chapter maintenance the light head user manual mentions to check the light heads for chipped paint, impact marks, any other damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 3rd april 2024, getinge became aware of an issue with one of our surgical lights, lucea 50. According to the photographic evidence, the fork was cracked with missing particles due to the welding issue which could potentially result in a detachment of the fork. The device is used for examination at the maternity care. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.